Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that a pod appeared to lose its waterproof integrity while the patient was in waist deep ocean water for approximately 10 minutes while on vacation. Reportedly, the pod¿s adhesive turned from white to a rust color. A rust colored material was also visible inside the pod¿s casing. The patient confirmed that despite this, the adhesive remained firmly attached to the skin and even required alcohol wipes for removal. The pod was worn between 36 and 48 hours. The patient also reported receiving an error alarm and the pod automatically deactivated after 40 hours of usage. During the call, product support confirmed that it was a ¿poster alarm¿ or an error code beginning with 19 (19-01-541-08851-061. No impact to blood glucose levels was reported.